Event description:
Complainant alleged that medics responded to a call for a (B)(6) male patient who had been found in bed by his wife. The patient had continuous positive airway pressure (CPAP) machine attached, however the machine was not on. While attempting to monitor the heart rhythm of the patient via defib electrodes, the device prompted a "poor pad contact" message. Complainant indicated that the clinic obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
(B)(4). Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.